Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 36 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced two gastrointestinal bleeding episodes. The patient received a colonoscopy and esophagogastroduodenoscopy (egd) each time, and no active bleeding was found. The patient was transfused 3 units of blood in (B)(6) 2017. The patient was readmitted (B)(6) 2017 and had colonoscopy and egd, but no bleeding was found. Aspirin was discontinued and a lower inr goal of 2.5 was assigned. No additional information was provided.

Manufacturer narrative:
This report was submitted by the manufacturer in error and should be deemed an invalid submission (determined to be a duplicate to medwatch MFR report # 2916596-2017-01585). All subsequent supplemental reports associated with the event reported under this medwatch will be filed under medwatch MFR report # 2916596-2017-01585.